Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the reciprocating saw attachment device would not seat properly - the tabs are incorrect. It was reported that a spare device was available for use. It was reported that there was no surgical delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was fully intact but with some minor scratches and dings along both sides of the device. It was further determined that the device functioned properly (able to align and seat properly) and identified no problem. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.